Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 98 unopened racepacks and 2 opened. Analysis and results: are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Measured the thread of the closed samples received and all of them the thread length is 60 cm. Thread length measure in all closed samples received is the correct one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the specifications, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. A credit note for the units will be sent to the customer. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread is too long.